Event description:
Teva brand of adenosine 6mg / 2ml disposable syringe. Lot # 31304564b expires: 11/10. When the nurse tried pushing the medication, no medication came out. Upon looking at the syringe, the hub -luer lock- was entirely sealed in hard plastic covering up the opening of the syringe. Dose or amount: 6mg, frequency: once, route: IV drip. Dates of use: 2009.